Event description:
Boston scientific received information that this chronic transvenous right ventricular (rv) defibrillation lead exhibited a low shock impedance measurement, triggering a latitude red alert. No adverse patient effects have been reported as a result of this observation.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information is received.

Manufacturer narrative:
Additional information indicates that the patient was brought back in clinic for a follow-up check. Shock impedance measurements remained within normal range during isometrics and pocket manipulation. The physician has elected to monitor the situation at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
--